Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: premarket / 510(k) #: k133110, p090003.

Event description:
It was reported that stent moved on the balloon. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel mesenteric artery. A 6.0x40x75cm express ld was selected for use. During the procedure, the stent was placed over a guidewire, but the physician observed that the stent was too long for the lesion. While removing the stent system, under fluoroscopy, it was observed that the stent was coming off the balloon. The physician immediately stopped, then advanced the system forward to retrieve the stent and the procedure was completed using alternate device. The stent did not completely dislodge from the balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). G4: premarket / 510(k) #: k133110, p090003. Device evaluated by MFR: the express ld device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues was noted with the balloon material. The device was received with the stent separated from the balloon. The stent was noted to be damaged. A visual and tactile examination identified no issues with the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that stent moved on the balloon. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel mesenteric artery. A 6.0x40x75cm express ld was selected for use. During the procedure, the stent was placed over a guidewire, but the physician observed that the stent was too long for the lesion. While removing the stent system, under fluoroscopy, it was observed that the stent was coming off the balloon. The physician immediately stopped, then advanced the system forward to retrieve the stent and the procedure was completed using alternate device. The stent did not completely dislodge from the balloon. There were no patient complications as a result of this event.